Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms can be confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller and contained events recorded on march 13 from 11:19 to 19:38 where atypical power cable disconnect alarms while on batteries were recorded. The system controller was functionally tested and was found to function as intended. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The system controller was disassembled and the evaluation of the internal components was unremarkable. The inner wires in both power cables were tested for any resistance and insulation issues and there were no problems observed. Although the atypical alarms while on batteries appeared to be related to a compromised connection, a specific root cause was not able to be determined during the evaluation of the returned system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device - 1 year 10 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the controller was exchanged at home. There was a power disconnect alarm.

Manufacturer narrative:
Sections b3, d4, h4: correction.